Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for and unspecified contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. [The microbiological analysis results are pending]. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b5 of the initial report. Please see b5 for further information. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of culture test which was performed in the third-party labs: sampling date: (B)(6) 2024, sampling from: distal end, cfu: n.d. Bacterial identification: no detection. Sampling date: (B)(6) 2024, sampling from: biopsy channel, suction channel, cfu: 0cfu/ml (37¿), bacterial identification: no detection. Sampling date: (B)(6) 2024, sampling from: a/w-channel, cfu: 0cfu/ml (37¿). Bacterial identification: no detection/ sampling date: (B)(6) 2024, sampling from: auxiliary water channel, cfu: 0cfu/ml (37¿), bacterial identification: no detection. The device was evaluated where the objective lens (ob lens) was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Additionally, there was physical damage at the ob lens therefore, the foreign material could not be eliminated, even though the reprocessing was conducted properly. Instructions for use (IFU) warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." (Event 2) the event can be detected by handling the device according to the following IFU. IFU: gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report, the user provided third-party culture result/dates were as follows: sampling date: unknown date, sampling from: unknown, cfu: unknown, bacterial identification: enterococcus faecium. Sampling date: (B)(6) 2024, sampling from: unknown, cfu: unknown, bacterial identification: unknown.